Event description:
Called to assess PICC line. Nurse found PICC to be leaking - can see intralipid under window of tegaderm and leg feels sticky. Upon assessment - tegaderm is secure but feels sticky. Upon flushing the PICC line could barely see where leak was coming from but could feel the fluid running down his leg. Writer took off dressing. Flushed line and could see leaking at connection of catheter to hub. Line removed. After removal could see small drip/leak at connection of hub with catheter. Babe requires long term tpn which is for central administration. Required pokes to reinsert new PICC line x 3 pokes (xray was pending at time rls was filled out so unsure if line in correct position at time of rls submission).

Manufacturer narrative:
Upon receipt of sample an evaluation will be completed. The results of the investigation will be forwarded to the FDA via a follow up MDR.